Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of device" healthcare professional later reported "mastectomy right side with breast reconstruction via implant. During surgery the device was found to be ruptured (right side)"the device has been explanted.